Manufacturer narrative:
A medtronic representative went to site to test the equipment. Representative reported that batteries were replaced to resolve the issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect batteries have been received by the manufacturer for evaluation. The reported issue was confirmed as the battery pack failed bench test. One of the 4 batteries failed due to low voltage. The 11.09 dvc was measured as the expected was at least 12vdc. The total voltages measured passed. At least 50.85 vdc was recorded as the expected 48 vdc. Continuity test ion fuses and visual inspection passed.

Event description:
A medtronic representative reported that while outside of procedure, the image acquisition system (ias) was beeping every three seconds. It was reported that an imaging spin was performed in a case recently with no issues. Rebooting the system resolved the issue and system functionality was restored. During troubleshooting, representative stated that there were no errors on the pendant and the batteries were scrolling and full when unplugged. There was no patient present at the time of the issue.